Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (Pump, 8637-40): analysis of the pump motor revealed corrosion and wear of the gear train. (Catheter, 8709sc): analysis of the catheter discovered what appeared to be tooling marks found on the retaining ring, indicating material failure. Fdm code and fdc code no longer apply to the pump codes that apply to the catheter: a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter.

Event description:
Information was received from a consumer via a device manufacturer representative (rep) regarding a patient who was receiving morphine at a concentration of "50" and a dose of "46.964" and clonidine at an unknown dose and concentration via an implantable pump for non-malignant pain and other chronic/intract pain (trunk/limbs). It was reported that the pump was explanted on (B)(6) 2016 due to a motor stall. No environmental, external, or patient factors may have led or contributed to the issue. No diagnostics or troubleshooting were performed. The issue was considered to be resolved. The patient was noted to be "alive - no injury". The cause of the motor stall was undetermined. No symptoms were reported. The event date was noted to be (B)(6) 2016.

Manufacturer narrative:
Analysis of the device revealed a gear train anomaly due to corrosion and wear, and a stall due to shaft-bearing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.